Event description:
The manufacturer received information alleging a device's sound abatement foam became degraded and caused lung cancer. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. Additional information was received related to the device: section d1 was updated with the devices brand name. Section d4 was updated with the model #, sn# and UDI #. Section g4 was updated with the device's 510k number. Section h4 was updated with the device's manufacture date.

Manufacturer narrative:
The manufacturer previously reported received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. Section g3 was corrected to reflect the bad when new information was received.